Event description:
Dr at bedside with me when the nitric module failed and the pt decreased spo2 69%. Immediately summoned rt on-call, who came up immediately with a new module I. Rt changed module out and the alarm stopped but machine still read "service advised." The nitric regained the 5ppm which the pt was on and the spo2 slowly came up. Once the pt was stable we changed out the nitric machine and I brought the other one down with a note on it and stated what went wrong with all tubes and connections in tact.